Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the right electrode which became broken. Follow up indicated that the irritation did not improve, but did not worsen. The patient indicated he did not seek medical attention as he felt it was not serious. The final medical outcome is unknown.